Event description:
The customer reported that the system had a communication error message and the system would shut off during a procedure. This error may result in a system lock up, no boot, or shut down situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power plug was repaired during the service call. The system was tested and found to be working as intended and put back into service.